Event description:
It was reported that the ilet charger was not functioning at the connector end that mates with the ilet charging pad, resulting in the device not charging; the device battery level was reported at 40 percent, and troubleshooting was completed with a replacement charger shipped. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy requiring medical care and no alarms. Investigation included remote troubleshooting and assessment of the charging setup. Investigation of this case revealed a suspected charger hardware or connection failure at the charging pad interface consistent with a component malfunction affecting power transfer. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charger connection.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.